Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the right atrial (ra) lead exhibited potential far field oversensing and that the ra lead is, "weaker." The ra lead remains in use. No patient complications have been reported as a result of this event.